Event description:
It was reported that prior to an ultrasound guided breast biopsy, the device allegedly failed to fire. It was further reported that the gun fired spontaneously while sitting on the counter approximately 20 minutes later. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to be clean and the device was received in a condition where both the slides were in the initial position. On functional evaluation, the device was able to prime fully with no issues. The device was further tested by cocking and firing the device 15 times with each trigger, for a total of 30 dry fires. The device was able to prime and fire properly. All 30 dry fires were completed with no issues. The drop test was performed and the device passed the drop test. On x-ray evaluation, it was noted that the cannula tangs were partially engaging with the device housing. Therefore, the investigation for the reported self-activation is unconfirmed as the device passed the drop test. Therefore, the investigation for the reported failure to fire is unconfirmed as the device was able to prime and fire fully with no issues. A definitive root cause for the alleged failure to fire and self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2024).